Event description:
Customer reported that the insulin pump became severely damaged from a motorcycle accident. The blood glucose reading was 150 mg/dl. She stated that there were cracks on the screen and body of the insulin pump. She stated that she was in the hospital due to the accident but that the blood glucose was normal before and after her admission. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with missing display window, cracked and bleeding lcd glass, cracked case at display window corner, broken off case at battery compartment, cracked reservoir tube lip. Unable to perform functional testing due to lcd glass damaged.